Event description:
It was reported that the c-arm is moving, rotating without pushing buttons/switches. No injury reported. A field engineer was dispatched to the site and determined the detector rotation switch needed to be replaced. Once this was completed the system was working as intended.